Manufacturer narrative:
Vyaire field service went onsite checked the unit and event logs noticed that on (B)(6) 2020 the unit was on a battery power. Technician plugged the unit to alternating power (ac) and tested the unit. Ran operators verification procedure (ovp) unit passed all test and runs according to original equipment manufacturer (OEM) specifications. Technician make sure that the unit functions on battery power. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela went ventilator inoperable while on a patient. The customer confirmed that there is no patient harm associated with this reported event.